Manufacturer narrative:
This correction follow up report is being sent to correct section b5 to included the patient outcome and to add new additional information to section b5. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The sphincterotome associated with this device was included in the return of the device. A visual examination of the returned wire guide was performed. Bare core wire was exposed between 21.5 cm and 26.6 cm from the distal end. Wire guide coating measuring approximately 5.1 cm had detached and was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the wire guide subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Hold kc 02.08. The following was initially reported to the FDA on 06-dec-2018: "during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded acrobat wire guide sphincterotome. After 10 cm, the coating of the wire seems to be cut or torn. The following additional information was received from the complaint form: investigating ercp, the sphincterotome was expertly channeled into the working channel. The guidewire was positioned and the sphincterotome was split. The sphincterotome was removed and another device was advanced over the guidewire. Prior complete advancement of device, a crack was seen under endoscopic view in the sheath of the wire [wire guide coating damage]. The device and guidewire were removed and a new sphincterotome with guidewire was placed [lost wire guide access]. No patient injury and equipment damage." Additional information was received on (B)(6) 2018 that indicated no parts of the wire guide coating were lost in the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: laboratory evaluation of the product said to be involved confirmed the report. The sphincterotome associated with this device was included in the return of the device. A visual examination of the returned wire guide was performed. Bare core wire was exposed between 21.5 cm and 26.6 cm from the distal end. Wire guide coating measuring approximately 5.1 cm had detached and was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the wire guide subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded acrobat wire guide sphincterotome. After 10 cm, the coating of the wire seems to be cut or torn. The following additional information was received from the complaint form: investigating ercp, the sphincterotome was expertly channeled into the working channel. The guidewire was positioned and the sphincterotome was split. The sphincterotome was removed and another device was advanced over the guidewire. Prior complete advancement of device, a crack was seen under endoscopic view in the sheath of the wire [wire guide coating damage]. The device and guidewire were removed and a new sphincterotome with guidewire was placed [lost wire guide access]. No patient injury and equipment damage.